Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot#f2026501 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Event description:
While inserting a 5f mynx control vascular closure device (vcd) into an unknown sheath, the physician noticed the plastic area that holds the sealant was separated. The mynx control and the unknown sheath were then removed, and hemostasis was achieved by manual pressure. There was no reported patient injury.the part that separated was distal end of catheter that houses the peg sealant. The device did not separate inside the patient. No resistance/friction was experienced during any part of the procedure. No unusual force was necessary during use of the device. The physician also noticed the unknown sheath was occluded because of the malfunction. A 5f non cordis sheath introducer was used the mynx vcd was used in a diagnostic procedure and a retrograde approach was used. . The patient did not have any relevant medical history. A femoral angiogram was taken prior to closing, femoral artery¿s suitability was verified on angiography and including the insertion angle (30-45 degrees) of the vascular sheath introducer. Vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved with manual compression. The patient was not hospitalized, and the patient's hospitalization was not extended as a result of the event. The patient recovered. .the physician is trained to use the device and the device was stored as per labeling and opened in sterile field. The device will be returned for evaluation.

Manufacturer narrative:
While inserting a 5f mynx control vascular closure device (vcd) into an unknown sheath, the physician noticed the plastic area that holds the sealant was separated. The mynx control and the unknown sheath were then removed, and hemostasis was achieved by manual pressure. There was no reported patient injury. The part that separated was distal end of catheter that houses the peg sealant. The device did not separate inside the patient. No resistance/friction was experienced during any part of the procedure. No unusual force was necessary during use of the device. The physician also noticed the unknown sheath was occluded because of the malfunction. A 5f non cordis sheath introducer was used . The mynx vcd was used in a diagnostic procedure and a retrograde approach was used. The patient did not have any relevant medical history. A femoral angiogram was taken prior to closing. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved with manual compression. The patient was not hospitalized, and the patient's hospitalization was not extended as a result of the event. The patient recovered. The physician was trained to use the device and the device was stored as per labeling and opened in sterile field. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and 2 were not depressed with the stopcock open, the sealant¿s outer sleeve assembly was observed severely kinked/damaged, and only a small portion of the sealant was observed to have remained in the manufacturing position as received. The syringe and procedural sheath were not returned with the device. Per functional analysis, an insertion test was not performed on the returned device due to the damages in the sealant¿s outer sleeve assembly as received, and without the return of the procedure sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. Per microscopic analysis, the sealant outer sleeve assembly was severely kinked/damaged, and a small portion of the sealant was observed exposed to blood and stuck to the device components as received. A product history record (phr) review of lot f2026501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported sealant sleeves separated¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as excessive force used or damage to the procedural sheath, may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.